Event description:
It was reported that the customer received an auto-off alarm during basal delivery. Reportedly, the customer had not interacted with the pump for an extended period of time (11 hours) prior to receiving the alarm. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer turned the safety feature to off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.